Event description:
It was reported that the device heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Internal components were evaluated, and corrosion was discovered within the motor assembly and press plug. Corrosion on such components can contribute to increased friction between rotating component, which can cause heat to be generated.